Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose level was 316 mg/dl. Customer's father reported he did not recall any significant event that may have caused the device to alarm. Customer's father was advised to discontinue use of the device and revert to back up plan. Customer did not have a back up plan and were trying to reach doctor because they were trying to go on vacation. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.